Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous distal circumflex coronary artery. It is noted that resistance was met during insertion of the maverick2 monorail balloon. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 mononrail balloon catheter to successfully complet the procedure. Pt status is reported as 'good'.